Manufacturer narrative:
Additional information regarding the event was requested and the following was determined: there were no anomalies noted with the coil, the pusher wire and the microcatheter during initial inspection and preparation. All direction for use instructions were correctly followed. Continuous flush was maintained. There was no resistance/friction noted during advancing the coil through the catheter.

Event description:
It was reported that resistance was encountered while withdrawing the delivery wire (subject device) after the coil was successfully detached into the aneurysm. The physician felt the device got caught "probably on the rotating hemostasis valve (rhv)". However, the device was fully withdrawn. Visual inspection of the device found that "a plastic-like, solid gummy" substance was wrapped around the wire between the middle and distal portion. The procedure was successfully completed. There was no patient impact and the patient was reportedly normal.